Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) 7 months after a longevity remaining estimate indicated 1 year remaining. Boston scientific technical services (ts) was contacted and discussed the historically longer charge times which will trip eri. Additional information indicates that the patient will be monitored until end of life (eol) is reached, which at that time the device will be replaced. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device noted that the header was completely detached from the device case. Further testing was unable to be performed due to the detached header, however, based on available information, the device had been implanted for 8.5 years at the time eri was reached. Laboratory analysis concluded this would be part of normal battery depletion and the detached header was felt to be consistent with induced damage during explant.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device was explanted and replaced three months later. No additional adverse patient effects were reported.